Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. During troubleshooting with tandem's technical support, the customer primed the tubing until the air bubbles were removed. There was no impact to the customer's blood glucose level.